Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(6). According to the information received, the foley catheter was reported to be defective. The catheter tip broke while inserting the catheter. The patient was not injured.